Event description:
Patient with lumbar spinal stenosis was undergoing laminectomy (l4-5) posterior spinal fusion in operating room. Patient was positioned prone. Surgeon was using the quadrant illumination system during the procedure. Representative from illumination system manufacturer present in or during procedure. The illumination system was attached to the standard or light source. During the procedure, the device was found to be very hot at the connection from the retractor connection to the light cord. Device was immediately taken out of service. Patient immediately assessed and no injury identified. However, at the time of closure, an area of redness with one small blister was noted on the patient's right upper back.